Event description:
It was reported by the surgeon that "metallosis was observed at each gmrs component junction. Adm shell was explanted. Surgeon explained that patient bloodwork showed elevated serum cocr ion levels." Surgeon elected to keep the cementless 14mm diameter gmrs stem in situ and re-implant similar components.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.